Manufacturer narrative:
Visual insp confirmed the head failure. Technical discussion with other users permitted to determine this kind of damage may occur if the guide k-wire is not introduced straight into the bone. In this situation there is a conflict between the cannula shape and the guide wire shape conducting to drill bit distal head breakage. The root cause of the event is suspected to be user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective look back of complaints resulting from the acquisition of memometal technologies by stryker corp.

Event description:
It has been reported that the drill bit has broken. There was no adverse consequence to the pt.